Manufacturer narrative:
Cont¿d d.11: 1000ml baxter bag, lot number y318410, exp: mar21, 0.45% sodium chloride with kci 20 meq infusion. The customer¿s report that the tubing leaked at the y site was confirmed on primary set model 2426-0007. Visual inspection underneath a microscope observed a puncture hole/tear on the top of the piston of the set¿s proximal smartsite below the pump segment. Functional testing confirmed a leak at the location of the puncture hole/tear on the set¿s proximal smartsite below the pump segment. The device history record for primary set model 2426-0007 lot 20026209 was performed. The search showed a total of 34,560 units in 1 lot were built on 13 february 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The cause of the leak was determined to be a puncture hole/tear on the top of the piston of the set¿s proximal smartsite below the pump segment. The root cause of the piston puncture hole/tear is a manufacturing issue.

Event description:
It was reported from pediatric unit that the tubing leaked at the y site of a primary line with 0.45 ns with 20meq kclwith with a set rate of 90ml/hour. Although it was reported that there was no adverse effects caused to the patient as a result of the event, it was reported that the patient was exposed to the IV solution that leaked from the tubing.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported from pediatric unit that the tubing leaked at the y site of a primary line with 0.45 ns with 20meq kcl with a set rate of 90ml/hour. Although it was reported that there was no adverse effects caused to the patient as a result of the event, it was reported that the patient was exposed to the IV solution that leaked from the tubing.